Event description:
Intermittent occlusions alarms were reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin. A systems check was performed with tandem technical support and no issues were identified.